Manufacturer narrative:
No devices or photos were returned; therefore, a determination on the condition of the components could not be made. No other complaints of any type have been reported for the provided lots. The devices were used for treatment. Review of the operative notes did not indicate anything out of the ordinary. The provided part numbers are compatible. With the provided information an exact cause could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported, the patient was experiencing pain. An x-ray review revealed the patient to have subacromial calcification.

Manufacturer narrative:
This report will be amended when our investigation is complete.